Event description:
It was reported that the patient presented for a dual chamber permanent pacemaker implant procedure. The physician first positioned the right ventricular (rv) lead at the rv apex and measured the lead parameters, the right atrial (ra) lead was then introduced and positioned. During the final measurements, it was noted that the rv lead failed to capture and exhibited high pacing impedance. Fluoroscopy later confirmed that the rv lead had become dislodged. The physician attempted to reposition the rv lead, but the helix failed to extend. The rv lead was removed and thoroughly washed, but the helix still would not extend. The rv lead was not used and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
Correction: section b5. "Rv lead failed to capture and exhibited high pacing impedance", "fluoroscopy" should have been mentioned in the initial b5. The resolution should also be "the rv lead was not used and replaced." Instead of "the physician decided to replace the lv lead". Section e1. Reporter establishment name should have been "charnock hospital - super specialty hospital" instead of "charnock hospital", reporter address line 1, 2, reporter city, reporter state, province or territory and reporter postal office or zip code should have been "bmc 195, biswa bangla sarani, dhalipara, tegharia, newtown, kolkata, west bengal 700157" instead of being left blank. Section g2. "Distributor" should have been selected instead of left blank as the distributor was involved in the event.

Event description:
It was reported during implantation of a dual chamber permanent pacemaker, the right ventricular lead exhibited high capture threshold, loss of capture and high pacing impedance. Under fluoroscopy, it was observed that the rv lead had dislodged. Physician then tried to reposition the lead, but the helix was not coming out. The physician decided to replace the lv lead with a new lead to complete the procedure. The patient was stable.

Manufacturer narrative:
The reported events were dislodgment, a helix mechanism issue, failure to capture, and high impedance. A complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. Visual examination of the lead found the helix retracted and clogged with blood / tissue. After cutting, cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event was isolated to the over torque of the inner coil and the helix clogged with blood. The reported events of failure to capture and high impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.